Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer got hospitalized due to low blood glucose and a urinary tract infection on (B)(6) 2019 with blood glucose of 50 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The pump was alarming with no delivery alarms. Troubleshooting was not completed and no further information was provided. The insulin pump will not be returned for analysis. Frn-unk-rsvr. Unomed set.